Event description:
After a surgery had been conducted the room was being cleaned. While cleaning the room a corner piece of a light attached to a surgical boom fell off of the device and landed onto the sterile table. Luckily they were about to break down the table anyways as the surgery had been completed but had this event happened an hour earlier the table could have been contaminated mid operation. Manufacturer response for surgical light, (B)(4) (per site reporter). I spoke to a technician about the surgical light having a piece that fell off frequently. I tried to emphasize the danger of something falling in a surgical room and the response was "this happens all the time". I had also made another member of the company aware and he offered no solution either. They offered to come glue the piece on but said there is no real permeant solution to this problem other than gluing the piece back onto the device.